Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11l16140, h11j20047 and h11j21029 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from the nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The cause was unknown. It was not reported whether treatment for the peritonitis was provided. The patient was recovering from the event of peritonitis. It was not clear yet what had caused the peritonitis, but the nurse stated the peritonitis was unrelated to dianeal therapy.